Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked at the battery compartment and difficult to secure the battery cap at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the battery compartment was broken off at the top of the pump and cracked from the top to the pump case seal. The battery cap and compartment threads were both stripped. Unrelated to the original complaint, the display screen had dim and discolored lettering.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.